Event description:
The customer reports that during a colostomy reversal procedure, after firing the anvil would not release to slide out through the rectum. The surgeon made an incision in the colon above the anastomosis of the staple line to release the anvil. There were no other reported patient consequence reported. No other information will be provided. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.